Manufacturer narrative:
The report that the ¿ipg would not pair¿ was confirmed. Analysis of the returned ipg found the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state as a result of the lead revision surgery. After clearing the as received stuck processor condition, using universal engineering programmer (uep) inductive tool, the device was placed in the therapy application state. After recovery, normal bonding between the ipg and clinician programmer was observed. It was stated during the lead revision surgery that it was no longer possible to communicate with the ipg. There is guidance noted in the clinicians manual concerning handling of the device: electrosurgery devices should not be used in close proximity to an implanted neurostimulation system.

Event description:
Additional information was received stating the ipg was in service app mode and therefore replaced.

Manufacturer narrative:
Corrected data b5 - describe event or problem date of event estimated. Correction - ipg service app mode.

Event description:
Related manufacturer reference number: 1627487-2023-01132. It was reported that patient experienced ineffective therapy. Imaging shows that left lead had migrated. As a result, surgical intervention was undertaken wherein the was explanted and replaced. Effective therapy was restored post operatively. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8457773."